Event description:
The customer reported the gastrointestinal videoscope had debris in the air/water nozzle. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and there was debris in the air/water nozzle. Also, evaluation found liquid leaked due to deformation of the light guide connector, the gap of the up/down knob was out of standards due to worn angle wires, the screen was partly dark due to a scratch on the charged coupled device (ccd) lens, there was a crease at the screen at the damage to the ccd, the image guide protector was damaged, the insertion section was wrinkled, and the light guide lens was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be established and olympus could not identify the foreign material. The event can be detected/prevented by following the instructions for use which state: "·reprocessing manual: precleaning the endoscope and accessories if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section_ take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." Olympus will continue to monitor field performance for this device.